Manufacturer narrative:
The product sample was not available for return. There was insufficient information provided to investigate further for root cause of the reported complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in cyprus reported the vitrectomy cutter was not working. Only aspiration was available.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.